Manufacturer narrative:
The evaluation of the submitted system controller log file confirmed the report of low speed events; however, the cause for the reported event could not be conclusively determined. The log file data showed multiple low speed events when the pump speed decreased below the low speed limit. The events occurred while the system was operating on the power module and showed corresponding elevations in pump power and pulsatility index values. Based on the manufacturer¿s past complaint experience and similar reported events, the captured events appeared consistent with a potential percutaneous lead issue. The evaluation of the submitted x-rays appeared inconclusive for a potential wire damage. An onsite percutaneous lead evaluation was conducted by a representative of the manufacturer¿s technical service team on (B)(6) 2016; however, the reported alarms were unable to be reproduced. The patient was discharged home on an ungrounded patient cable and was reported to be doing well. The patient remains ongoing on pump support and no further related issues have been reported. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 10 months. The patient remains ongoing with the device.no further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital due to experiencing low speed operation events and high pump powers. The patient was reported to be asymptomatic. A system controller log file was submitted to the manufacturer¿s technical services representative for review. Multiple speed drop events were observed, most of which were associated with pump powers greater than 10 watts. The events only appeared to have occurred while the lvad system was connected to the power module. No pump stoppages were observed. This type of behavior has been linked to potential issues with the percutaneous lead. X-ray images submitted were mostly unremarkable, however, there was one location very near the exit site that was of concern. It was reported that the patient was currently using an ungrounded power module patient cable. The customer planned to re-evaluate the patient when they returned to the clinic to determine if a percutaneous lead repair could be performed based on the suspected site of compromise. No further information was provided.